Event description:
An angio-seal was deployed to seal the arteriotomy site without complications and the pt was discharged. Several days later, the pt called the physician complaining of an uncomfortable feeling in their thigh. A femoral angiogram was performed with resulting total occlusion of the superficial femoral artery (sfa). The pt underwent percutaneous surgery to remove the collagen from inside the artery. The pt's condition is reportably normal.